Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the membrane and catheter. There was also blood between the catheter and the sheath, and extracorporeal tubing. The catheter membrane was cut in two different places. Inner lumen was cut at 1.27cm away from the tip of the balloon. Stylet wire was still stuck in the inner lumen. Two cuts were found on the membrane. The first cut was 2.54cm long cut found 5.08cm away from the tip of the balloon. The second was cut was 1.91cm long, which was found 1.27cm away from the tip of the balloon. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing and extender tubing was unable to be performed due to the condition of the catheter. Device was received in condition making evaluation impossible. We are unable to confirm the reported leak in the catheter because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
The nurses spoke to the risk manager stating that the balloon was leaking and blood was detected. The physician was unable to remove the balloon in normal fashion and the patient required a "cut down" of the femoral artery. It is unknown how much time elapsed between the stopping of the pump and the removal attempt; they did not know what alarms went off, if any.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
The nurses spoke to the risk manager stating that the balloon was leaking and blood was detected. The physician was unable to remove the balloon in normal fashion and the patient required a ¿cut down¿ of the femoral artery. It is unknown how much time elapsed between the stopping of the pump and the removal attempt; they did not know what alarms went off, if any.

Manufacturer narrative:
Correction: date rec'd by MFR was inadvertently missed the follow up MDR. Date rec'd by MFR: 09/28/2016.

Event description:
The nurses spoke to the risk manager stating that the balloon was leaking and blood was detected. The physician was unable to remove the balloon in normal fashion and the patient required a ¿cut down¿ of the femoral artery. It is unknown how much time elapsed between the stopping of the pump and the removal attempt; they did not know what alarms went off, if any.